Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon burst occurred. The lesion was located in the left anterior descending artery. The characteristics of the lesion are unk. The physician was attempting to go in to a diagonal branch through a stent that was placed in the left anterior descending artery. They inflated the 2.0x12mm maverick2 monorail balloon to twelve atmospheres for twenty-seconds and the balloon burst. "They believe there may have been an air bubble inside the balloon due to prep." The pt had unk symptoms at the time, but was treated with medication to resolve the issue. It is unk how the case was completed. The pt status is listed as fine with no further complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed, and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.